Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there were no postoperative symptoms/complications and the inaccuracy was between 3.5 and 10 millimeters (mm).

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an open procedure, l2-s1, placing screws, patient hardware at l3, l5, there was an alleged inaccuracy. Manufacturing representative (rep) reported that registration passed with all green values. The surgeon placed s1 screws first. After sending arm to first trajectory, surgeon decided to extend the s1 incision. Surgical team returned to planning tab on guidance system application to rotate the screws more medially on both sides to ensure the trajectories would fit within the wound. Surgeon sent robot arm to trajectory for left screw on l2, used a ball tip probe to check accuracy, and decided to proceed with placing screw. For right screw on l2, robot arm was sent to trajectory, the healthcare professional (hcp) drilled the hole, and surgeon tapped, but decided it did not feel properly placed. Surgeon removed tap and took x-rays of inserted screws. From x-ray images, surgeon determined that all screws were shifted right, some not even appearing to be placed in the pedicle. An approximate distance from intended location was not provided. At the time of call, robot had been removed from bed, screws had been removed, and surgeon was preparing imaging system and navigation system to re-insert screws. Patient impact undetermined. There was less than an hour delay.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Electrical panel voltage values were collected. It was communicated that the system had experienced a significant deviation from the planned trajectories during a case. They were unable to recreate the trajectory deviation. The system operated as designed with no further issues noted. No hardware was replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.